Manufacturer narrative:
Additional MDR associated with this event: 3025141-2013-00208, screw.

Event description:
An infection was present at the implanted plate site; the plate (along with a screw) was explanted.